Event description:
Event description boston scientific received information that this ventricular lead was implanted and three days later there were reported runs of ventricular tachycardia and the pacemaker was reported not to be working. The field representative interrogated the device and it was found to be working fine. There was a loss of capture and no sensing. Under fluoroscopy the lead was found dislodged, no longer in the right ventricular apex, out into the tricuspid valve area. A lead revision procedure was then done and the issues had all resolved. The patient was stable and had no adverse effects.